Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that after uncovering on (B)(6) 2021 patient informed on (B)(6) 2021 that a titanium stimulation test was initiated by the house doctor (imd labor (B)(6)), which turned to be strongly positive. Implant at tooth site 16 had to be removed on (B)(6) 2021. Patient reported inflammatory reaction in the eyes, which is why she called the doctor.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' one 3i t3® non-platform switched tapered implant (bost510) was returned for investigation visual evaluation of the as returned implant identified signs of use (bone residue) around the external threads. There was no apparent malfunction with the device. The device could not be functionally tested for the reported failure (allergic reaction). However, measurements were taken and comparison to drawings had determined that the device was within specification. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth 16 (fdi) for approximately 6 months. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, placement of dental implants may be precluded by both patient conditions that are contraindications for surgery as well as hypersensitivity to commercially pure titanium or titanium alloy. DHR review: DHR review for the lot (2020040565) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2020040565) for similar events (complaint category keywords: allergic reaction) and no other complaint was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.